Manufacturer narrative:
The event discription was updated to include additional patient results provided by the customer for the same patient. Review of complaint activity associated with lot 95354ui00 determined that there is normal complaint activity. Tracking and trending report review for the architect tsh assay determined there were no trends associated with the complaint issue. No returns were made available from the customer site for this evaluation. An internal panel was tested with a retained kit of lot 95354ui00. All specifications were met indicating the lot is performing acceptably. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and sufficiently addresses the customers issue. Based on the investigation, no systemic issue or deficiency of the architect tsh assay was identified.

Event description:
The customer provided the following additional false depressed results from the same patient. (B)(6) 2018: 0.80 miu/l, (B)(6) 2018: 0.15 miu/l, (B)(6) 2018: 0.59 miu/l.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect thyroid stimulating hormone (tsh) results were generated for a patient. The patients sampled generated the following results: on (B)(6) 2018: 0.15 miu/l. On (B)(6) 2018: 0.12 miu/l. On (B)(6) 2018: 0.13 miu/l. On (B)(6) 2018: 0.15 miu/l. On (B)(6) 2019: 0.11 miu/l. The sample was tested with the siemens/centaur method and generated a result of 2.87 miu/l, which was noted to match the patients clinical picture. Due to the repeated measurements of low tsh results the patient was administered carbimazole (dosage unknown) starting (B)(6) 2018. They further indicated the tsh results did not change and were repeatedly measured low with the architect method and normal results on alternate methods. No negative impact to patient management was reported.